Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through radiographic inspection. Radiographic review of the left hip demonstrated a left total hip arthroplasty with screw fixation of the acetabular cup. Asymmetric position of the femoral head within the acetabular cup suggested polyethylene wear. The femoral component was intact and no radiolucencies or fractures were noted. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) concomitant medical products: item #unknown, unknown cup, lot #unknown; item #unknown, unknown stem, lot #unknown; item #unknown, unknown head, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02830, 0001825034-2019-02831, 0001825034-2019-02832.

Event description:
It was reported a patient underwent hip arthroplasty. Subsequently, the patient is being considered for a revision procedure. Additional information was requested however, none was available.